Manufacturer narrative:
(B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement and occlusion of native vessel.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the procedure, it was reported the ipsilateral limb unintentionally covered the left internal iliac artery upon deployment. An attempt was reportedly made to push the device up during the deployment but was unsuccessful. The physician elected to monitor the patient, and the procedure was completed. The patient tolerated the procedure.